Event description:
It was reported that the radiofrequency programmer head was unable to communicate with implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a communication issue and it was determined that the head's cable was out of specification and it was therefore replaced. It was further noted that the head's label was replaced as associated.